Manufacturer narrative:
An olympus field service engineer (fse) was dispatched on site and replaced connectors that were worn out and degraded. The equipment was tested with no leaks occurring and returned to specifications. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus the water supply piping disinfection connector is damaged on their oer-pro. The failure was discovered the issue while trying to disinfect the water supply piping. An olympus field service engineer came on site and observed yellow connectors. This report is being submitted report what was noted during onsite repair. There was no report of patient involvement.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to g3 of the initial medwatch. The aware date should be 20jan2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the tube was unable to be connected since the connector became loosened and came apart. As the cause of the loosened connector, we presumed that the user applied stress to the connector in the loosening direction, and the stress was accumulated. Hitting with something hard and aged deterioration were also presumed as the cause. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿chapter 3.inspection before use, 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly -the o-rings should be free of abnormalities such as cracks, tears, or dents if any irregularity is found, do not use the equipment and contact olympus. ¿ olympus will continue to monitor the field performance of this device.